Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear starting 1.0mm distal of the distal marker band and extending 3.0mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID:(B)(4). Tw#: (B)(4).

Event description:
It was reported that the balloon rupture occurred. The 75% stenosed, 8x2.9mm target lesion was located at the moderately calcified left descending artery. A 3.00mmx10mm flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon ruptured at 811kpa and there were no components retained inside the patient. The procedure completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon rupture occurred. The 75% stenosed, 8 x 2.9 mm target lesion was located at the moderately calcified left descending artery. A 3.00 mm x 10 mm flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon ruptured at 811 kpa and there were no components retained inside the patient. The procedure completed with another with same device. No patient complications were reported and the patient's status was stable.